Event description:
It was reported that during an abdominal abscess drainage placement procedure, a guide wire tip detachment occurred. An 035/150/15j/ptfe starter guide wire was selected for an abdominal abscess drainage procedure and while removing the guide wire from the patient, the physician noticed some resistance. Upon removal of the guide wire device the end of wire sheared off but was still "contained within". The guide wire was then removed from inside the patient with no complications. The procedure was completed with another starter guide wire. No further patient complications were reported. The patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned and the external manufacturer product analysis determined that the returned device presented indications of a ductile, tensile overload of the safety ribbon wire near the distal weld mass. The returned device also presented extensive stretch damage to the outer coil wraps beginning approximately 2.80cm from the distal tip with numerous bends/kinks scattered over the length of the device. There are also extensive deposits of organic material between the coil wraps and within the coil lumen. The distal tip of the wire is not sheared off as reported. The returned device was dissected and the distal 0.5cm of the returned device was stretched to expose the distal aspect of the ribbon wire fracture and the distal weld mass normally concealed by the coil wraps. Additionally, the stretched coil wraps approximately 33 cm from the distal tip were manipulated in such a manner that 2.90cm of the safety ribbon wire proximal of the fracture was exposed for examination. Approximately 5.60cm of the core wire is extending through the stretched coil wraps at a point approximately 137.75cm from the proximal tip. The exposed core wire presented kinks located 0.75mm and 2.91mm from the distal tip, suggestive of a prolapsed condition. The returned device also presents ptfe coating abrasion/displacement in the bend damage regions scattered over the length of the device. No other damage or inconsistencies were noted to the returned device. All joints appear to be correct and intact by visual examination and by non-destructive testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an abdominal abscess drainage placement procedure, a guide wire tip detachment occurred. An 035/150/15j/ptfe starter guide wire was selected for an abdominal abscess drainage procedure and while removing the guide wire from the patient, the physician noticed some resistance. Upon removal of the guide wire device, the end of wire sheared off but was still "contained within." The guide wire was then removed from inside the patient with no complications. The procedure was completed with another starter guide wire. No further patient complications were reported. The patient's status is fine.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).